Event description:
Baxter single channel pump alarmed & went into failure mode, stopping the infusion of dopamine. The problem was unable to be determined & pt's bp rose to 245/70 w/ hr 108 & pvc's. Rn changed to different pump within 3 minutes. Pt w/no permanent adverse effects.